Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose below 40 mg/dl with symptoms of severe dizziness. The reporter stated that the patient was given intravenous dextrose at the scene of the blood glucose excursion. The patient had remained on the pump at the time of the call. The reporter stated that they had delivered a bolus from the pump without previously checking their blood sugar levels. This complaint is being reported based on the allegation that the patient bloused without checking their blood sugar level first.